Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Did not have any negative physical symptoms [no adverse event]. Oral-b replacement brush heads would slip off of the toothbrush handle shaft area and go into mouth...will not click into place [device breakage]. Case narrative: adult female consumer via phone stated that the oral-b replacement toothbrush heads would slip off of the oral-b toothbrush handle shaft area, type 3756, and go into her mouth. It would not click into place. She did not experience any negative physical symptoms. No injury was reported.

Manufacturer narrative:
On 04-nov-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Did not have any negative physical symptoms [no adverse event]. Oral-b replacement brush heads would slip off of the toothbrush handle shaft area and go into mouth. It will not click into place [device breakage]. Case narrative: adult female consumer via phone stated that the oral-b replacement toothbrush heads would slip off of the oral-b toothbrush handle shaft area, type 3756, and go into her mouth. It would not click into place. She did not experience any negative physical symptoms. No injury was reported.